Event description:
According to the reporter, after the orthopedic procedure, the physician found a 10 cm long burn mark on the patient's butt where the plate was attached.

Manufacturer narrative:
D10 concomitant products: forcefx-8cs - force fx-8cs force fx 220v x1, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1, d4 (model and catalog#, expiration date, lot#, UDI), d8, g3, g4 (510k), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the orthopedic procedure, the physician found a 10 cm long burn mark on the patient's butt where the plate was attached. The burn degree was not confirmed, as it was said that it may not be burn.